Manufacturer narrative:
(B)(4) manufacturer: the manufacturing location for this product is (B)(4) . This site is an (B)(4) manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe boin tube 10ml 21g 1-1/4in stopper was found defective before use. The following information was provided by the initial reporter: "defective gasket found faulty gasket after opening package for use"

Event description:
It was reported that the syringe boin tube 10ml 21g 1-1/4in stopper was found defective before use. The following information was provided by the initial reporter: "defective gasket found faulty gasket after opening package for use".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-12. H6: investigation summary: 1 sample was returned to sbdm, lot number is 1002182. Visual inspection: sbdm conduct visual inspection of the received complaint sample and found faulty gasket in the sample. House sample inspection: sbdm inspected a total 30 house samples from lot no. 1001092, 1002182 & 1002192, there was no defective product found in them. DHR review: sbdm review the manufacturing record, no abnormality observed. Customer complaint record review: sbdm reviewed the customer complaint record of complaint sample, there is similar issue of the similar product from other customer. Root cause: the likely cause is when a plunger and a gasket(stopper) were assembled, a defect product maybe generated due to imprecise assembly and line workers may be missed the defect sample.